Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error code b30 every scope occurred due to faulty printed-circuit board. The cause of the faulty printed-circuit board could not be identified. According to the device service manual, it was confirmed that b30 error indicates communication error and is a message generated when failed hard deployment of scope ID data (registry error). It occurs mainly due to adhesion of foreign material or moisture to the electrical contact. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the inspection of the returned asset device, it was observed that the b30 error code was due to faulty printed circuit board. In addition, the olympus lamp life meter was reading at 100+hours, light output measured out of range. Lastly, the lamp had burnt mark. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, the evis exera iii xenon light source to the olympus service center stating that a b30 scope communication error code was received when used with every scope.